Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent dislodged from the delivery device. The 90% stenosed target lesion was located in the calcified and severely tortuous distal right coronary artery. The lesion was pre-dilated with an unk balloon. When the 28x3.00mm liberte bare stent was removed from the protective hoop, the stent and the stent protector dislodged from the delivery system. The event occurred outside the pt's body. The procedure was completed with a different device with no pt complications. As there was no pt contact, no pt complications occurred.